Event description:
Report received from an abbott international affiliate (abbott canada) of an overdelivery. The customer indicated that the event was the result of an operator error in programming the drug concentration. The pump was programmed to deliver morphine at the concentration of 1 mg/ml instead of the intended 5mg/ml with a 5 minute pt lockout. The remaining programming parameters were unspecified, including the pca dose and the number of pt pca demands. The pt reportedly "received one dose every 5 minutes for approx one hour." The customer reported that "within one hour," the pt was "unresponsive" and "experienced respiratory arrest which was reversed with naloxone." The pt reportedly "recovered." Though requested, the customer declined to provide additional info.